Event description:
The pt reported inaccurately low blood glucose readings with test strips, lot 1h504a. On an unknown date some time this week, the pt opened the first bottle of test strips from the box and obtained a blood glucose test result in the 50 mg/dl range (pt does not remember specific result). He did not have hypoglycemic symptoms so he immediately opened the second bottle from the same box and obtained a blood glucose test result in the 100 mg/dl range. With the rep, the pt performed a blood glucose test with the first bottle from the first box (the bottle that read in the 50 mg/dl range), the second bottle from the first box, and the first & second bottle from a second box (same lot number). He obtained results of 51,209,198, and 180mg/dl respectively. The dessicant is in all bottles. The pt's meter was set to the appropiate code on all tests. The pt stores the test strips in the kitchen. Also with the rep, the pt obtained a check strip result of 88 versus a check strip range of 77-105. The pt does not have normal control solution. The pt does not have normal control solution.